Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following was reported regarding the johnson (jnj) intraocular lens (iol). Whilst advancing lens it popped out the side of the inserter. The iol was inserted and then removed during the same procedure. The patient was not injured and has fully recovered. Reportedly, the directions for use were followed. The patient¿s daily activities are not affected by this event. There was no vitrectomy, sutures or delay in the procedure. And no medication outside the standard of care was prescribed. No further information is available.